Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg. (Oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. After the microbiological testing, the evaluation of the subject device by oekg confirmed a part of the distal end cap was damaged. The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators advantage plus. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.